Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the reported error code e204 issue could be determined, however, the issue was likely the result of a faulty circuit board. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that during perpetration for an unspecified procedure, the video system center displayed an error code e204. The issue resulted in an unspecified procedural delay, however, the procedure was completed using the device. There was no patient harm reported as a result of the event.

Event description:
It was observed during the device inspection, that the video system center exhibited excessive amount of dust and foreign material present inside the video connector. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.